Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6). Approximately 30 minutes after insertion, bubbles were observed at the rear end of the heparin cap.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#5353565): 1) the products of this batch were assembled at intima ii auto line 2 in dec 2025 and packaged at r240 package line in dec 2025. Work order quantity was (B)(4) ea. 2) review the in process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batches used in this batch of products are 5296819 and 5325699. Review the raw material inspection records, no abnormalities. 2. The customer returned one photo but did not return the complaint unit. The photo shows that for the 24g specification, the rubber stopper on the top of the prn is bulged, forming a bubble like protrusion. 3. A retained sample of this batch was taken, and the appearance of the prn was checked, and no bulge was found. Performed 45 psi leakage test and the prn pull force test (to test the separation force between the sleeve stopper and the bottom housing) on the sample, and the test results were within the product specifications. 4. Possible causes of prn blistering: 1) during air venting, residual air remains in the tubing and prn. When the patient moves the limb or when the infusion line is compressed, the pressure in the tubing increases, and the air pushes against the rubber stopper of the prn, which may cause blistering or bulging. 2) improper insertion angle of the puncture needle may pierce the inner rubber layer of the prn stopper, allowing liquid to seep into the rubber interlayer of the prn and form blistering or bulging. 3) during infusion, an excessively high flow rate or excessive pressure (the prn is only suitable for normal pressure, below 45 psi or 300 kpa) may also cause expansion of the prn rubber stopper, or even rupture. 4) if the rubber stopper of the prn is relatively thin, the rubber is aged, or its inherent pressure resistance is poor, it may also lead to blistering or bulging of the prn. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The photo returned shows the abnormal condition of the sleeve stopper of the prn. There are many factors that can lead to this type of defect. As no complaint unit is received, the defect of the prn cannot be analysed, and the flow rate and pressure at which the unit was used are unknown, so the root cause of this anomaly cannot be determined. The plant will continue to track this issue.